Event description:
Manufacturer's representative reported the pt experienced a withdrawal event. Interrogation of the pump indicated a pump memory failure had occurred. The pump was replaced. In a previous pump update session, a nurse had reported the appearance of a memory error/pump stopped message.

Manufacturer narrative:
This report is being submitted following an internal audit. Pump was found to be operating within specifications.